Manufacturer narrative:
H3 device evaluation - no signs of failure due to combination loading were observed. The failure is consistent with failure due to high torque application since the failure plane is normal to the screw's longitudinal axis. The cause for the failure is undetermined but is believed to be due to high torque application. The screw neck failure during screw insertion is the first failure of this nature for this family of screws. No corrective actions are being recommended. This report is number 4 of 4 mdrs filed for the same event (reference (B)(4)).

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform ti mis CT pedicle screw system. Upon screw insertion the tip of two polyaxial driver assembly, cannulated reform mis system (64-sp-1700) and one adjustment drive, reform mis pedicle system (64-sp-0601) broke. A 07.5mm x 45mm reform ti modular cannulated screw (64-sk-7545) also sheared at the neck. The sheared screw was removed and replaced. No broken tips were left in the patient, but there was a 45-55 minute delay to the procedure due to the malfunctions.

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform ti mis CT pedicle screw system. Upon screw insertion the tip of two polyaxial driver assembly, cannulated reform mis system (64-sp-1700), and one adjustment driver, reform mis pedicle system (64-sp-1700) broke. A ø7.5mm x 45mm reform ti modular cannulated screw (64-sp-7545) also sheared at the neck. The sheared screw was removed and replaced. No broken tips were left in the patient, but there was a 45-55 minute delay to the procedure due to the malfunctions.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 4 of 4 mdrs filed for the same event (reference (B)(4)).